Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) is needing head MRI. Caller noted that when they saw pt earlier today they noticed that the ins "flips around in their buttock like flipping a coin", caller suspects pt may have a fractured lead because of this. Caller was not with pt at time of call for troubleshooting but reported that they saw a "pi" on the programmer screen when trying to sync with ins. Caller will reach back out when they are with pt. Caller also noted that pt stated the ins "quit working", caller clarified stating that they believed pt meant that the therapy stopped helping with their symptoms as they stated the ins "worked the first couple of times they used it" but then stopped working. Caller was not with pt at time of call. Caller requested assistance turning ins off for scan with 3037. Tss walked caller through successfully turning ins off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.